Event description:
Customer mentioned seeing 70 displayed on the screen of the compact plus system when he powered on the meter. No adverse event reported. A request was made for the return of the system, replacement was sent.